Event description:
A malfunction alarm, identified as malfunction code malf 5, was reported with the customer¿s pump. There was no impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted in resetting the pump; however, the malfunction persisted. Consequently, the customer was instructed to revert to multiple daily injections as a backup therapy while a replacement pump was arranged. The customer was guided on returning the faulty pump using a pre-paid label within ten days and was directed on putting the pump into storage mode.